Manufacturer narrative:
B3 is unknown. E1: (B)(6). One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test found damaged dso seal, damaged battery compartment, scratched lens, and damaged battery door. The customer problem was duplicated.

Event description:
It was reported that the battery compartment is broken. There was unknown patient involvement and unknown patient harm/adverse event reported.